Event description:
The junction box was allegedly burnt with flames coming from the box. No injury was alleged.

Manufacturer narrative:
Consumer reported the bed no longer functioned. Dealer picked up the bed and took it to their facility for service. The service technician was allegedly setting up the bed at their facility when the event occurred. No injury and or property damage occurred. Nature of complaint suggests a potential service error. Malfunction unconfirmed. MDR filed as a conservative measure.